Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image of the subject device was not displayed. On july 7th, 2021, during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (the coating of the insertion tube was partially peeled off). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that this phenomenon was attributed to the following. Physical stress such as rubbing and/or hitting the insertion tube, and so on chemical stress such as deviation from the instruction manual for reprocessing stress due to poor storage environment under direct sunlight, high temperature, high humidity, x-ray and/or ultraviolet if additional information becomes available, this report will be supplemented.